Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. The device was returned for evaluation. During functional testing the device self activated, therefore self activation is confirmed for this event. The investigation is inconclusive for failure to obtain a sample. However, the definitive root cause for the reported issues could not be determined based upon the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the event indicated that model mc1410 biopsy instrument self activated and failed to obtain a sample. The report was received from one source. This event involved one patient with no reported patient injury, the patients sex, age and weight were not provided.